Event description:
The patient reportedly experienced a decrease in performance. The patient was seen for device evaluation. External equipment was exchanged and programming adjustiments were made. However, the problem was not resolved. Testing performed confirmed that the device was functioning. Patient's device was explanted in 2007.